Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "patient's concern with the product" and deflation. Device has been explanted.

Event description:
Healthcare professional reported right side "patient's concern with the product" and deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening linear on the posterior, yellow calcification on the shell, and crease flat. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior, two sharp openings on the plug strap and non-penetrating nick. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as an unidentified (tear) opening. Two sharp openings on the plug strap assessed as an unidentified (tear) opening.